Event description:
A report was received that the patient was experiencing discomfort at the ipg site. It was noted that the ipg was sitting on the iliac crest. The patient underwent a revision procedure wherein the ipg was relocated.